Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her near vision is "not good" and has no problem with distance vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 and (B)(6)2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).